Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a biometric identifier failure and a spoof error. A field service engineer (fse) re-seated the biometric identifier and its connections due to intermittent failures following the 1.10 upgrade. When the issue persisted, the fse replaced the biometric identifier, which improved performance slightly but did not fully resolve the issue for all users. The fse noted that some users were using hand sanitizer to improve fingerprint recognition. The fse planned to escalate the matter to a technical support specialist for further investigation, as the failures occurred during medication retrieval. The customer tested all functions of the device successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a biometric identifier failure and a spoof error. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.